Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, the unknown reamer/irrigator/aspirator (ria) broke when being washed. There is no procedure and patient involvement. This report is for one (1) drive shaft-minimum 520mm length-for use with ria this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a device history record (DHR) review was conducted: part # 314.743. Synthes lot # h427160. Supplier lot # h427160. Release to warehouse date: 10 apr 2018. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the drive shaft-minimum 520 mm length for use with ria (part # 314.743) was received at us cq with the distal tip broken and shaft was slightly bent. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: the applicable dimension, the hexagonal tip width across the flats, was unable to be measured due to post-manufacturing damage. Document/specification review: the relevant drawings, reflecting the current and manufactured to revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743) was received with the distal tip of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.